Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-06, additional information was received from a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient reported that when their healthcare professional (hcp) filled the pump at their last refill in (B)(6) 2018, they were having problems getting the pump filled. The patient reported that the hcp had a hard time getting the medication in. The patient then stated that their hcp "didn't know if it was excess skin or a bubble. The patient was noted to have lost 58 lbs. Additional information was received from the healthcare provider (hcp) indicated that the pump was very loose in the pocket and had recently flipped. It was reported that the pump was easily accessed and that there was no issues with placing the medication into the pump. The pump was successfully filled to the desired volume. No further complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the report of a surgical intervention occurring related to this event. Event description updated to reflect the information received on 2019-mar-28. (B)(4) added to reflect the information received on 2019-mar-28. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-mar-28. The patient reported that their pump had flipped 3 times. According to the patient, they had to take the patient to surgery and sedate them on one occasion and on another occasion they sedated the patient and flipped the pump back over without having to open the patient up. The patient noted that the first time the pump flipped was in (B)(6) 2018. This was when the patient was opened up and the pump was flipped back. The patient noted that a manufacturer's representative was present in the or at the time. The second pump flip occurred in the middle of (B)(6) 2018. This was when the patient was sedated but the pump was flipped back without surgical intervention. The third time was sometime in (B)(6) 2019 during which "they had to do it again." According to the patient, since the revisions of the pump, the pump feels like it is "up higher than it was before" and the pump location is very tender and sore. The patient reported that the pump started hurting when the pump was filled on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-sep-2018 from a healthcare professional (hcp) who reported that the loose/flipped pump was first noticed on (B)(6) 2018. The pump was loose in the pocket due to the patient losing some weight recently. On (B)(6) 2018, the patient was referred back to the neurosurgeon to stabilize the pump. The loose/flipped pump was not resolved as the patient was consulting with the surgeon. No further complications have been reported as a result of this event.